Event description:
It was reported that there was a brain hemorrhage. It was noted that the healthcare professionals did not believe or ¿did not assume¿ that the hemorrhage was due to the deep brain stimulator device. The patient was in a rehab center. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v777071, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v734509, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).